Event description:
It was reported that during a percutaneous coronary intervention, imaging catheter tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending coronary artery. An atlantis sr pro2 was selected to perform diagnostic imaging. It was noted that the catheter shaft separated at the transition where the shaft changes from clear to black. The physician "did not forcibly pull the device". The problem occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, imaging catheter tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending coronary artery. An atlantis sr pro2 was selected to perform diagnostic imaging. It was noted that the catheter shaft separated at the transition where the shaft changes from clear to black. The physician "did not forcibly pull the device". The problem occurred outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: inspection of the returned device revealed that the distal sheath assembly lap joint between the clear and black sheath was detached. The broken clear window distal sheath was 26.2cm long. One hub wing was bent. Full image characterization testing could not be performed based on the condition of the returned device. No other issues or defects were observed during visual or functional analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).